Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The lesion could not be crossed with the device and the stent dislodged from delivery balloon.

Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The angiographic material shows a dislodged stent in the proximal rca at the distal end of the guiding catheter. The actual complaint event is not visible. The angiographic material does therefore not contain further relevant information regarding the root cause of the complaint review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.